Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patient ages could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain all relevant specific device information from the article or to match the events and device in formation that was reported with previously reported events or specific patients. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Scelzo, e., mehrkens, j.h., botzel, k., krack, p., mendes, a., chabardes, s., polosan, m., seigneuret, e., moro, e., fraix, v.deep b rain stimulation during pregnancy and delivery: experience from a series of "dbs babies". Frontiers in neurology. 2015;6:191. Doi:10.3389/fneur.2015.00191. Summary: we report a retrospective case series of women, followed in two dbs centers, who became pregnant and went on to give birth to a child while suffering from disabling md or psychiatric diseases [parkinson's disease, dystonia, tourette's syndrome (ts), obsessive compulsive disorder (ocd)] treated by dbs. Reported events: [patient 7: female, dyt1 dystonia] the patient, who was implanted with deep brain stimulation (dbs) for dystonia, had a second globus pallidus internus (gpi) dbs lead implanted 6 years after the initial implant due to progressive worsening of dystonia, which had begun almost one year after the initial implant. It was noted that in the study cohort of 11 patients there were 7 patients with a 7428 implantable neurostimulator (ins), a 7426 ins in 1 patient, and 37601 ins in three patients. Further information has been requested; a supplemental report will be submitted if additional information is received.